Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that the power supply of the integra 400 plus analyzer "crashed" and smelled bad. The customer also stated that the electricity for the entire laboratory "crashed". The customer tried to re-boot the analyzer, but nothing happened when switching it on. The field service engineer removed the power supply and found that 3 big "condensators" were burned inside the supply. It was also noted that there was a lot of dust inside the power supply. He replaced the power supply and the analyzer re-started well. No adverse events were reported. It was determined that the bad smell originated in the power supply main and did not involve other parts of the integra 400 plus analyzer. The exact failure of the power supply could not be determined as the part was no longer available for investigation. It is assumed that the power supply broke down and developed the bad smell due to a failed electronic part. All parts and plastics of the power supply are ul rated. There was no risk of fire.